Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the helix of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about three years ago the right atrial (ra) lead exhibited high atrial pacing threshold and was capped and replaced. Now the capped ra lead has been extracted. It was noted that during extraction there was fibrosis on the ra lead to the right atrium and the screw of the lead broke off and remained behind. No further patient complications have been reported as a result of this event.